Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that their vela ventilator is having vent inop error after battery replacement. There is no patient involvement with this event.